Manufacturer narrative:
(B)(4). Retainer ring=clear. Pump passed sleep current measurement, active current measurement, self test and displacement test. Unit successfully downloaded to thus. Pump trace download analysis confirmed the pump alarmed power error detected alarm, low battery alert and power loss alarm. The power management graph confirmed power error detected alarm, low battery alert and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The electronic assembly were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had change replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.